Event description:
It was reported that while pulling the subject guidewire out, the tip of the subject guidewire broke during use. He was still able to retrieve it. No additional information is available.